Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute integrity drug eluting stent to treat a lesion located in the proximal left anterior descending (lad) artery. The target lesion was reported to be moderately tortuous and severely calcified with (B)(4) stenosis. No damage was noted to packaging and no issues were noted when removing the devices from the hoop. The device was inspected and (B)(6) prep was performed with no issues identified. The lesion was pre-dilated. Resistance was encountered when advancing the device and excessive force was used during delivery. It was reported that the stent could not pass through the lesion due to the calcification of the lesion and the shaft of the stent was broken. The detached portion was retrieved using a snare. The physician does believe that the event was due to use of the device in difficult lesion morphology/anatomy. The case was aborted. The patient has (B)(6) , therefore the stent was discarded with its packing in the hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.